Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
On (B)(6), a sales representative reported via sems(B)(4) that the ar-4065-45r corkscrew suture lasso could not be used as the tip was either too tight or bent, the lasso wire would not pass through. This issue was discovered during a case with no patient harm.